Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation was unable to determine a cause for the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that following an unspecified supera self expanding stent (ses) being deployed, a 5.5 x 180 mm supera sess was successfully deployed. On removal of the delivery system of the 5.5 x 180 mm supera, the tip was noted to have separated. The separated tip was removed with an unspecified device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.